Event description:
It was reported that during a laparoscopic anterior resection of rectum procedure, the jaws did not open even though the device was not fired 15 times. The side of jaws was fired with another device and the tissue was cut off to remove the device. The doctor did not try to pull the trigger from the handle. The device was removed with jaws closing. There was no torquing or twisting of the device present. There was no unexpected resistance in grasping the trigger. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).